Event description:
It was reported that shaft break and deflation failure occurred requiring additional intervention. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. During the procedure, a deflation failure occurred, and a distal portion of the balloon was broken. Attempts to retrieve the broken fragment were performed but were unsuccessful. A stent was subsequently implanted to entrap the retained piece against the vessel wall. The patient was advised that lifelong antiplatelet therapy will be required. The procedure was completed, and no patient complications were reported.